Manufacturer narrative:
System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 9/23/2020. System installation date: 2/1/2021. Unique device identified (UDI): (B)(4). Device history record review: a review of the complaint history for 3dm160101253 showed three additional complaints related to control inserts. On 1/9/2024 the customer reported uncommanded c-arm movement reported under 1220984-2024-00006. The field engineer was dispatched to the customer site but was unable to confirm the issue therefore, no actions were taken. On 1/17/2024 the customer reported the automatic rotation button on the right side of the gantry was not working properly reported under 1220984-2024-00011. The field engineer was dispatched to the customer site and replaced the control inserts. On 1/30/2024, the customer reported the c-arm control insert switches were not working. The field engineer was dispatched to the customer site and replaced the control insert switches and c-arm switch harness to resolve the issue. No additional c-arm movement complaints were opened since the parts were replaced. The complaint review identified the control inserts were not original to the system. The rotary switch was original to the system therefore, a DHR review is required. There were four discrepancies noted in the DHR however none of the discrepancies were related to the rotary switches. Cause/root cause: based on a review of the related complaints, the probable cause of the uncommanded movement is due to an issue with either the control inserts or the rotary switch. Issues that can lead to uncommanded motion include worn buttons/components, broken connectors and broken slide/rock mounts. The replaced parts were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation. Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended.

Event description:
It was reported that during a 3dimensions procedure on january 24th, the c-arm rotates by itself and goes to 195° rotates to the floor. A field engineer examined the equipment and determined that the switch was activated until the limit. The field engineer replaced both left and right switch inserts, replaced the rotation toggle switch, and replaced the c-arm control board and transition board. The equipment met the manufacturer´s specifications. No patient or staff injury was reported. No other information is available.

Manufacturer narrative:
DHR is not available at the time of this report, a followup report will be submitted with the DHR.